Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion device turned off unexpectedly during the night. The customer experienced hyperglycemia as a result and went to the emergency room for treatment. It is unknown what treatment was provided or if the customer was admitted to the hospital. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.